Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a charging failure during an emergency event. The first shock was delivered but, at the second charge, the mrx showed a charging failure error message. There wa sno reported negative pt impact.